Event description:
Revision surgery - due to the 44+8 glenosphere having disassociated from the baseplate 18 months after implantation.

Manufacturer narrative:
The reason for this revision surgery was due to the glenosphere having disassociated from the baseplate. The event resulted in a revision surgery after 18 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The explanted components were returned to (B)(6) and examined. The device history records (dhrs) evidence that all critical dimensions and specifications were met when all components were released from (B)(6) surgical. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Complaint history for reverse shoulder prosthesis (rsp) head/baseplate dissociation was reviewed. 48 occurrences of dissociation have occurred. Root cause of this event was dissociation for unknown reason. The head exhibits minor scuff marks on the spherical surface consistent with normal wear and removal. The pattern of scuffing and material deformation indicates that the glenoid baseplate and head components were not aligned axially when impacted. Factors that could have contributed to this revision include improper part alignment, bone or soft tissue impingement, failure to follow surgical technique or debris in taper during assembly. Patient issues such as trauma, or use of a wheelchair or walker could also contribute to this failure mode. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.